Event description:
Baker grade is unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 20dec2011. Corrected or changed data: b3, b5, b7, d6b, g2, h6, h11.

Event description:
Healthcare professional reported "capsular contracture and implant palpability related to patient's capsular contracture." This record is for right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.